Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left hip on or about (B)(6) 2009. Patient was implanted with a depuy asr hip implant on her right hip on or about (B)(6) 2009. On various dates post-surgically, patient experienced bilateral pain and difficulty walking and sitting. Additionally, it is alleged that patient had blood-work done, which revealed excessive levels of chromium and cobalt. Patient will be having the right asr hip explanted on or about (B)(6) 2011. Patient has not yet scheduled an explantation of the left asr hip implant.